Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the pressure dropped and the pt felt hot fluid. The procedure was terminated and the balloon was removed. The balloon was noted to have a hole in it. A second device was opened and the procedure was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.